Event description:
It was reported that when the devices and reloads were used during a laparoscopic sigmoid colectomy, the staples did not form. The rep came in at the end of the case and is not sure how the case was completed. The patient has since been readmitted two times with infection.